Manufacturer narrative:
Investigation description. No damage to exterior front or back of device. The device powered on successfully after being placed on a charging pad. Alert 65 was displayed in the notifications menu and remained present after a device restart. The volume was adjusted through the volume menu; however, no audio output was produced. Complaint was confirmed and duplicated. A known-good reference speaker was installed for comparison, and after installation, the alert cleared from the notifications menu. The root cause of the no-audio condition was determined to be a faulty speaker, which will be replaced during refurbishment.

Event description:
It was reported that an ilet device with serial number (B)(6) displayed alert 65 indicating an audio over/under current condition that persisted after a restart, consistent with an audio subsystem malfunction. Symptoms included no reported injury or physiological effects. Outcomes included device replacement and plans for return of the original device. Investigation included customer interview and troubleshooting by instructing a device restart. Investigation of this case revealed a continued alert consistent with an audio hardware fault. It was concluded that the device experienced an audio component malfunction, and replacement was warranted.